Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400, 337, 360 mg/dl. It was stated that the customer has been using the insulin pump system within 48 hours of reported high blood glucose event. It was stated that the customer was neither in emergency room, admitted into hospital, as a result of high blood glucose. The customer was alleging that insulin pump was under delivering because, he thinks it was not delivering insulin since he changed his infusion set a couple of times already. It was reported that the auto mode was not active at the time of incident. The device will not be returned for analysis.